Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a cre fixed wire dilatation balloon was used in the esophagus during a balloon dilation procedure performed on (B)(6) 2022. During the procedure, the balloon burst when inflated. The procedure was able to be completed with another cre fixed wire dilatation balloon. There were no patient complications reported as a result of this event.